Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: three photos and fifteen physical samples were received by our quality team for investigation. Upon visual inspection of the photo, it was observed some excess material in the tip of the access tip. All physical samples are access tip pieces cut from the bottle. No other components were returned. A visual inspection was performed to the returned samples and no flash or excessive material was noted along the body or at the tip of the access tip. A functional inspection was performed in which the access tips were connected to a pleurx catheter. All samples clicked into the catheter and attached securely to it. Based on the visual inspection of the photos, the failure mode of flash could be confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001456546 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we identified that, manpower and method are considered contributor factors for the non-conformance and machine is considered the main root cause, since it was concluded that wear on the blocks and cavities of the mold could provoke the flash defect. A corrective action project was opened to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
It was reported: customer received kit with defective issue; no pt harm event description states: air leak around the access tip and the patient wall tip. Questions/inquiries: where did leakage occurred? The air leakage occurred at the access tip and the access tip of the catheter coming out of the patient wall. Is this at the access tip and the catheters valve? Yes if it at the access tip did the access tip fully clicked in to the valve? Yes. Did the leakage occurred to the drainage line to the bottle? No. Was there damage noted on the access tip or patient's valve? Access tip, patient felt it was molding/flashing defective. Where is the catheter located? Chest. Is there a sample available showing the reported issue? Yes. What was the impact to the patient? None.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a051102. Patient problem code: f26.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: air leak around the access tip and the patient wall tip. Questions/inquiries: where did leakage occurred? The air leakage occurred at the access tip and the access tip of the catheter coming out of the patient wall. Is this at the access tip and the catheters valve? Yes. If it at the access tip did the access tip fully clicked in to the valve? Yes. Did the leakage occurred to the drainage line to the bottle? No. Was there damage noted on the access tip or patient's valve? Access tip, patient felt it was molding/flashing defective. Where is the catheter located? Chest. Is there a sample available showing the reported issue? Yes. What was the impact to the patient? None.